Event description:
Male consumer via e-mail stated that the oral-b toothbrush head did not stay securely attached to his oral-b genius toothbrush and kept falling off mid-brushing. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Male consumer via e-mail stated that the oral-b toothbrush head did not stay securely attached to his oral-b genius toothbrush and kept falling off mid-brushing. No injury was reported.

Event description:
Male consumer via e-mail stated that the oral-b toothbrush head did not stay securely attached to his oral-b genius toothbrush and kept falling off mid-brushing. No injury was reported. 21-jan-2022 case update: the concomitant product lot was updated to bc708202124. No injury was reported. 15-mar-2022 case update: the suspect product was oral-b power rechargeable toothbrush handle 3765 genius and the concomitant product was oral-b power power oral care refills. No injury was reported.

Manufacturer narrative:
15-mar-2022 product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by wear of the driving shaft due to usage of abrasive toothpaste in combination with insufficient cleaning with use over many years.